Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The biomedical technician confirmed the reported issue. The biomedical technician calibrated the touchscreen to resolve the reported issue. The unit successfully passed the required performance verification test.